Event description:
The customer reported the patient information center ix is unable to emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse determined the vas audio transformer was defective and needed to be replaced. The vas audio transformer was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.